Event description:
The user facility reported that a patient had a cp support for the patient admitted in with a st-segment elevation myocardial infarction. The pump was placed and was supporting for the percutaneous coronary intervention of the coronary artery disease that was multi vessel. The pump was explanted after 75 hours. On the day of explant the team stopped the heparin due to pulmonary hemorrhage, which was later found not to be a pulmonary hemorrhage but rather nasal bleed post nasogastric tube. At the time of explant, a thrombus was observed and medically managed in the iliofemoral access. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿